Manufacturer narrative:
A ge representative evaluated the system and determined that the hard drive requires replacement, but no conclusion can be drawn as the customer refused the repair.

Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.